Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown.

Event description:
It was reported that the implant fractured. The implant was removed.

Event description:
No new information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported device was received for evaluation. Visual inspection of the returned device identified that the implant was fractured. Device malfunction and the reported event are confirmed. A device history review (DHR) was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and two other complaints were identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.